Manufacturer narrative:
Further information from the reporter regarding device return and device photos has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. This relates to unknown side. Device status is unknown.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.